Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was three nitinol guidewires. All three samples were received in their plastic loops. One guidewire was received unraveled and elongated. A complete break was observed in the inner core wire and the distal weld tip was missing. The outer core wire was elongated beginning at the transition. Microscopic inspection of the inner core wire break site revealed a bend in the wire. The break surface was primarily dully granular; however, one region exhibited a glossy surface texture. The glossy region appeared beveled and corresponded to the inward side of the bend. Material necking was observed in the vicinity of the break in the inner core wire. Microscopic inspection of the break in the outer coil wire revealed a dully granular break surface. The break surface appeared convex. Material necking was observed in the vicinity of the break. The glossy beveled region and the bend in the inner core wire were typical of damage caused by contact with a sharp metal edge, such as the introducer needle bevel. The dull break surface and material necking were consistent with damage caused by tensile stress. It appeared the guidewire was withdrawn against the introducer needle bevel, causing the wire to become stuck. Subsequent pulling resulted in the observed complete break in the wire.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.correction: MDR classification was changed from malfunction to serious injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
On (B)(6) 2015 it was reported the placer had met resistance from metal needle in the 4fr PICC tray upon withdrawing wire from the pt. Reportedly pulled needle and wire out together and the wire allegedly unravelled at the skin reportedly leaving a 3mm piece of metal sliver in the patient subcutaneous tissue.